Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each additional lot number is as follows: d4. Medical device lot#: 0175865. D4. Medical device expiration date: 31-oct-2021. H4. Device manufacture date: 23-jun-2020. D4. Medical device lot#: 2066547. D4. Medical device expiration date: 30-jun-2023. H4. Device manufacture date: 07-mar-2022. D4. Medical device lot#: 2095230. D4. Medical device expiration date: 31-aug-2023. H4. Device manufacture date: 05-apr-2022. Initial reporter email: (B)(6). H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that after using bd vacutainer® barricor¿ lh plasma blood collection tubes some did not migrate correctly after centrifugation. Some tubes from the following lots were affected 0175865, 2066547 and 2095230 and separator remained on the top. The following information was provided by the initial reporter: customer states the separator in some of their bd vacutainer barricor 4.5ml tubes did not migrate correctly after centrifugation. The separator in some tubes from lots 0175865, 2066547 and 2095230 remained on the top. The customer also states the separator in some other tubes go too far down and red cells are seen above.

Event description:
It was reported that after using bd vacutainer® barricor¿ lh plasma blood collection tubes some did not migrate correctly after centrifugation. Some tubes from the following lots were affected 0175865, 2066547 and 2095230 and separator remained on the top. The following information was provided by the initial reporter: customer states the separator in some of their bd vacutainer barricor 4.5ml tubes did not migrate correctly after centrifugation. The separator in some tubes from lots 0175865, 2066547 and 2095230 remained on the top. The customer also states the separator in some other tubes go too far down and red cells are seen above.

Manufacturer narrative:
H.6 investigation summary: bd had not received samples or photos for evaluation. Therefore, retention samples of the incident lot were selected from bd inventory for evaluation and upon completion, no issues relating to poor barrier separation were observed. Complaints for sample quality were not under statistical control for the month of (B)(6) 2023, additional testing was required. Retention sample testing on lot # 2095230: no difficulties were encountered during blood collection and all tubes exhibited proper fill. Bd was unable to duplicate or confirm the customer¿s indicated failure, poor barrier separation because the defect was not evident in the testing of the complaint lot samples. Replicates of both retains and control samples tested demonstrated clinically acceptable performance for all visual observations evaluated. All tubes performed as expected. Further clinical testing could not be conducted on lot 0175865 and 2066547 as the tubes were expired at the time of review. Clinical evaluation cannot be conducted on expired tubes. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for poor barrier separation. Bd was not able to identify a root cause for the indicated failure mode. Factors that may contribute to poor barrier separation were evaluated through a clinical study to verify the design of the device met it¿s intended use. The result of the study showed that the device performed as expected and we were unable to determine any external contributor to this reported issue. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. Bd quality will continue to monitor sample quality complaints.